Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that intermittently when their x2 paired to an mp70 bedside with wifi is monitoring a patient, alarms occur at the bedside but only visual alarms are provided at the information center ix. There are no audible alarms at times. The most recent occurrence was on (B)(6) 2018 involving sp02 alarms there was no patient harm; the device was in use monitoring the patient at the time of the event.